Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal set up joint (psuj). The system was tested and verified as ready for use. Isi has not received the psuj and failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The isi technical support engineer (tse) verified the event date (B)(6) 2022 and system serial number (B)(4) during the service support call. No images or videos were submitted for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system exhibited errors 32101 and 32099 during the first use of the system. An intuitive surgical (isi) technical support engineer (tse) confirmed error 32101 pointing to the axes controller unit (acu) and error 32099 pointing towards the set up joint (suj) vertical, suj horizontal and suj flex brakes. It was noted that emergency power off override was carried out several times but the errors remained. The procedure was completed by disabling a node. The procedure continued as planned. There was no report of patient injury. Isi contacted the site and obtained the following additional information regarding this event: the whole arm was disabled and the procedure was completed with the three remaining arms. The system functionality was checked when powered on and no errors were observed initially. Error occurred after deploy for draping was carried out. The clinical sales representative (csr) tried to recover fault 4 times but the issue persisted, restarted system but the error appeared again, then carried out epo but issue persisted. The arm exhibited red light and it could not be moved easily, but there was no external interference.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Rfe logs were examined the errors related to the problem was found being 32100. It was placed on in-house system where it failed to initialize at brake test. Unit was retested with golden acu board and failed again. A golden horizontal harness was put on and the unit was retested and failed again. A golden fiber optic was put on and still failed again. Horizontal brake was tested with power supply and released brake eliminating it from being defective.